Event description:
It was reported that during a laparoscopic revision band to bypass procedure, when reloading the device, the nurse said that the cartridge was not fitting in properly. The stapler was eventually loaded with a green reload and placed on the stomach, the device fired as normal and there were no abnormal sounds from the battery. The knife returned as normal. On removal the surgeon noticed that the staple like had the green cartridge plastic in it and none of the staples had formed properly. The surgeon opened a new ple60a and fired another green reload next to the faulty staple line. This firing was fine. The surgeon continued with the operation. The first device was returned to the rep with a green reload present and the jaws open, the reload did not look like it was aligned properly and there were lots of malformed staples in the jaws. The surgery was prolonged for five minutes. No patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: how was the patient impacted due to the event? No impact. Was the procedure changed due to the device not working as intended?same procedure but smaller pouch. Was the staple line incomplete? Partially. On what tissue type was the device used? At what location on the tissue? Stomach about 5cm to 7cm from esophagus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? No. What other color cartridges were used before and after this event? None before green, blue and white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes. The cartridge was attached to the tissue the analysis found that one device was returned in good visual condition and with a reload fully fired loaded in the device. Furthermore, the one piece sled, drivers and cartridge body were noted to be damaged. Finally, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph and video were received that confirmed in general the complication outlined in the event description. The photograph or video however, did not provide any evidence to what may have caused the malformed staples and cartridge deck damage.